Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set detached at the insertion site near the cannula end for the first time in patient's memory while the patient was sleeping. The site location was front abdomen and the pump was in the patient's pocket. The infusion had been in use for 2.5 days and the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The patient was unsure if there was stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.